Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bariatric procedure. The needle fell off. The suturing device was difficult to toggle. In order to resolve the issue and complete the case, opened a new reload. There was no patient harm.